Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they switched levels, and that the shocking resolved. Patient weight was updated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was coming out of a store and pass through a theft detector and the device ¿shocked the day lights out of her all the way out the door¿. Patient stated it was extremely painful and her leg and implant site still hurt, so she took her pain medication. Patient mentioned she was on level 2 when this happened, so she went back to her ¿safe zone¿ on level 1 because she never experienced a shock on this level. Patient indicated she already had and would be following up with healthcare provider (hcp) if the pain persists. She was not experiencing her desired symptom relief on level 1. Patient confirmed she was still getting 50 or greater reduction in symptoms. There were no further complications that have been reported as a result of this event.